Manufacturer narrative:
Failure analysis revealed that the insulin pump had a loose drive support disk, and the piston was functioning properly.

Event description:
It was reported that the piston came out from the insulin pump. It was stated that the customer had a back up plan. No further info was provided.